Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive. During investigation, the keypad was removed and evidence of contamination was found under all key contacts. Unrelated to the complaint, the display screen was found to be faded/discolored. A test screen was inserted and functioned appropriately. The battery compartment was cracked and the pump casing near the clip insert was damaged.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated for the last week, the up, down and okay buttons have been intermittently unresponsive. The reporter further stated the listed keypad buttons must be pressed in a precise manner to function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.